Event description:
Procedure: unk. Reportedly, during removal of the trocar, the balloon burst in the patient abdomen. All of the pieces were retrieved and there was no tissue damage or injury to the patient reported.